Event description:
It was reported that patient was persistent pain. It was also noted that the patients spinal cord stimulation (scs) leads had high impedances. The patient underwent a lead replacement procedure. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7080868.